Event description:
This is a spontaneous case report received from a (B)(6)-year-old female consumer in united states on (B)(6)-2015 had essure (fallopian tube occlusion insert) inserted on right tube on (B)(6)-2014 and on left tube on (B)(6)-2014 with lot number cs000e5 for lot of periods. She stated that she was having a lot of periods and essure and novasure were done at the same time on (B)(6)-2014. Physician was able to do the right side, but could not do the left side because it was kinked. On (B)(6)-2014, physician did the left side at his office. It went bad, because her left fallopian tube was perforated. On the next day ((B)(6)-2014), she went back to the doctor's office for severe pain. She was admitted on (B)(6)-2014 and stayed in the hospital for 3 days. A laparoscopic removal of the essure from the left side and a tubal ligation on both sides were done on (B)(6)-2014. She had blue (interpreted as hematoma) where he went in to remove essure; he went to her belly button and lower abdomen. She was having bladder issue and still has essure on the right side. Follow up (B)(6)-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Final risk classification: risk category v. Medical assessment: this ptc was initiated due to a reported product issue and usability issue. In this particular case, also off label use was reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation at this point in time. The technical assessment concluded unconfirmed quality defect. The reported adverse events considered related are not indicative of a quality deficit per se. 3 further ae case reports have been received to date with the referred batch, of which 1 case refers also to a similar adverse type of event. No unusual pattern could be identified. In summary, there is no reason to suspect a casual relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and it perforated left fallopian tube during the procedure (complication of device insertion). This event is serious due medical importance and listed in the essure reference safety information. Fallopian tube perforation is a potential complication of essure insertion or removal. In this report, the patient was having lots of periods, so essure and novasure were done at the same time (off label use). Physician was able to insert the micro-insert in the right side, but could not achieve the left side placement because it was kinked. One month later, the left side insertion was done but her left fallopian tube was perforated. The consumer returned with severe pelvic pain, was hospitalized for 3 days and a laparoscopic removal of the essure from the left side and a tubal ligation on both sides were performed. Considering this event occurred associated to insertion procedure and given its nature, the perforation is assessed as related to essure use. Since a laparoscopy was performed to remove left essure and a hospitalization occurred, the case is regarded as incident. Other non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information (perforation questionnaire) has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Essure perforation questionnaire received from the physician on 31-mar-2015. Patient's demographic data was updated. On (B)(6) 2010 the patient had dilatation and curettage was performed for the miscarriage. Patient had 5 pregnancies with 2 live births and 3 spontaneous abortions. Patient was not pregnant at time of the events. On (B)(6) 2014 essure, model ess305 was inserted (lot number used: cs000e5 with expiration date in jul-2015). Cervical dilatation and intravenous sedation were done. Propofol was used. The visualization and insertion on the right side was easy. On the left side the physician was unable to view tube and attempt was not made. No more than 1500cc fluid loss during hysteroscopy. The procedure did not take more than 20 minutes. She used loestrin as backup contraception method. Patient had an appointment with the doctor on (B)(6) 2014 and was doing well, no complaints of pain and bleeding. Physician also reported that it was unable to insert left side device due to tubal spasm. On (B)(6) 2014 CT scan of pelvis was performed and showed that essure from right side was in the correct position and unilateral left perforation (contradictory information, also stated that no attempt was made due to tubal spasm). No organ or intra-abdominal structures perforation. The essure was not removed. No diagnostic tests were performed. After (left) essure removal, the patient recovered. Pathology results were collected and were negative for signs or symptoms of infection. Essure (interpreted as the right) was not removed and there were no plans for removing it. Physician considered the relationship between the condition (perforation) and essure as unrelated. Follow-up received on 07-apr-2015: information received from physician states that patient had her first essure insertion attempt on (B)(6) 2014 for bilateral placement. At that time, she had tubal spasm on the left side, so it was not inserted on the left side. Patient went back on (B)(6)20 14 for second attempt on left side and the insert on left side was placed with no problems. Patient later went back complaining of pain and, on (B)(6) 2014, physician did a laparoscopic surgery and removed the left side insert. Patient was admitted in the hospital on (B)(6) 2014 and got discharged on (B)(6) 2014. After that, she returned for a 2 week post-op visit on (B)(6) 2015 and she was free of pain. Follow up information (medical records) received on 23-apr-2015 from consumer: the patient was unable to work for 7 days. On (B)(6) 2014, the consumer reported chronic menorrhagia; she complained of 2 months of severely heavy menstrual cycles with clots and severe dysmenorrhea. The consumer tried oral contraceptives pills, but consumer wanted definitive treatment. She had a 10.63 mm right ovarian cyst and minimal fluid posterior cul de sac. The patient was aware of off label use to do both essure and nova sure ablation on the same day. The consumer was no tobacco or alcohol user. Her medical history included migraines, alpha thalassemia and anemia. Her past surgical histories include dte (no other specified). On (B)(6) 2014, the first insertion procedure was done. Prior to the removal procedure the patient took cytotec (inserted into vagina), doxycycline (one tablet). During the procedure the essure device was passed into the tube ostia on right side without difficulty. The implant was placed to the black line and then the device held in place while the wheel on the device was rotated back until full stop; the device was then retracted until the orange line was then visualized. Once it had stopped rotating and was in correct position, the insertion device was removed by rotating it counterclockwise. The identical procedure was attempted on the contralateral side. The left side was unable to be deployed due to tubal spasm and it was not completed. On (B)(6) 2014, the consumer reported that her pain level was a lot better and she had started taking motrin. She stated she was having an increased urinary frequency with no dysuria and no flank pain. She had light vaginal bleeding, no n&e (nos), no fevers and no chills. During physical exam on (B)(6) 2014, no abnormal findings were observed. On (B)(6) 2014, during the second insertion procedure on left side, the consumer's cervix was gently dilated and her uterus sounded. The essure device was passed into the tube ostia on left side without difficulty. The implant was placed to the black line and then the device held in place while the wheel on the device was rotated back until full stop; the device was then retracted until the orange line was then visualized. Once it had stopped rotating and was in correct position, the insertion device was removed by rotating it counterclockwise. Both devices were visualized and the implants were noted to be in correct position. The consumer was discharged in excellent condition. On (B)(6) 2014, during a physician's visit the consumer reported llq (left lower quadrant) sharp and constant pain and mild bleeding passing clots. During exam, her abdomen was tender. She was admitted on the hospital with the diagnosis of misplaced essure device and desired to do a surgical sterilization (bilateral tubal ligation) and endometriosis. A CT (computerized tomogram) of pelvis was done and showed what appeared to be a fractured left sided essure device with one long fracture fragment extending completely into the peritoneal cavity. There was no hematoma. A pelvic ultrasound as also done and the right and left essure catheters were visualized; the catheter on the left demonstrated interruption when compared to the right. In comparison to the CT it appeared that one on the left has passed through the fallopian tube separate. The patient was transferred to the operating room on (B)(6) 2014 where an operative hysteroscopy, operative laparoscopy, bilateral tubal ligation, falope ring technique, removal of left essure device and fulguration of endometriosis implant left uterosacral ligament under general anesthesia were performed. During the procedure, one piece of essure was supposed to be in the uterine cavity and the other piece through the serosa into the peritoneal cavity. Therefore, the operative hysteroscopy was to remove the fragment which was supposed to be inside the uterine cavity. This fragment was grasped with a grasper and as it was withdrawn it was still connected to the entire essure device. The entire essure device came out of the fallopian tube easily. There was no bleeding and no undue traction. It came out intact and was submitted to pathology. There was no fracture noted. The fallopian tube site was hemostatic. There were no other abnormalities noted inside the uterine cavity. On laparoscopic exam the site of the perforation was noted. It was very small and there was no bleeding. The right essure device was noted to be inside of the fallopian tube in correct location. Both ovaries appeared normal as did the remainder of the fallopian tube. The uterus was without adhesions, fibroids or other abnormalities. There was an area of endometriosis; this was gently fulgurated to remove it. The upper abdominal exam was benign; the liver edge appeared clear; the diaphragms were clear and no lesions or blood. The diaphragms were clear and no lesions or blood. The omentum and bowel mesentery was all inspected, especially around the site of the left fallopian tube and everything appeared normal with no evidence for perforation of the bowel. After placement of the falope-rings there was excellent encirclement of the fallopian tubes. On the right side where the essure remained the falope-rings were applied well away from the previously applied implant. The estimated blood loss was 5 cc. The consumer tolerated the procedure well and therefore was discharged to the recovery room in stable condition. After the procedure, the consumer used motrin, percocet, doxycycline and zofran. Postoperatively a pelvic ultrasound showed the previously identified device overlying the left fallopian tube which was excavated through the tube, has been removed. The device on the right remains in place. There was no free air. On postoperative day 1, the consumer was complaining of left lower quadrant pain, minimal relief with pain medicine. No flatus. No nausea or vomiting. Afebrile and vital signs stable. Her heart rate was regular rhythm and rate. Her lungs were clear to auscultation. Her abdomen was soft, tender, slightly distended. Hypoactive bowel sounds x4 quadrants. The incisions were clean, dry, and intact. Vaginal bleeding was scant. The consumer was instructed to follow-up in the office in two weeks and six weeks. She was to call the office with any fevers, chills, nausea, vomiting, heavy bleeding or problems with her incision. On (B)(6) 2014, the pathology result was received and stated that the specimen was labeled essure device; received fresh were two coiled wire segments ranging from 3 to 4 cm in length and ranging from less than 0.1 to 0.2 cm in diameter. The thinner wire segment was identified within the lumen of the larger metal coil. No soft tissue was received. No sections are submitted. Gross diagnosis only consistent with foreign body. On (B)(6) 2015, the consumer was experiencing problems with urination (stream weak), her incision was clean and dry and no pathology was observed. The consumer was doing well, without pain or bleeding. The consumer was released to work. On (B)(6) 2015, during physician visit, the consumer reported the incision on belly button was itchy and had discharge; she has been cleaning with alcohol and she experienced mild burning. She was still complaining of weak stream. Consumer stated that essure was taken out because it came true her tube when the physician tried the first time and failed because her tube was kinked; another attempt was made and went to the hospital with severe pain, she spent 3 days in the hospital. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and it perforated left fallopian tube during the procedure (complication of device insertion). This event is serious due hospitalization and listed in the essure reference safety information. Fallopian tube perforation is a potential complication of essure insertion or removal. In this report, the patient was having lots of periods, so essure and novasure were done at the same time (off label use). Physician was able to insert the micro-insert in the right side, but could not achieve the left side placement due to tubal spasm. The patient stated that one month later, the left side insertion was done but her left fallopian tube was perforated. The consumer returned with severe pelvic pain, was hospitalized for 3 days and a laparoscopic removal of the essure from the left side and a tubal ligation on both sides were performed. Considering this event occurred associated to insertion procedure and given its nature, the perforation is assessed as related to essure use. Since surgical interventions were performed to remove left essure and a hospitalization occurred, the case is regarded as incident. Other non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Follow-up information received on 15-apr-2016. A legal claim was received. Plaintiff had essure inserted for permanent sterilization. She subsequently had the device removed due to complications. Company causality comment: this medically confirmed, legal and spontaneous case report refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and it perforated left fallopian tube during the procedure (complication of device insertion). This event is serious due hospitalization and listed in the essure reference safety information. Fallopian tube perforation is a potential complication of essure insertion or removal. In this report, the patient was having lots of periods, so essure and novasure were done at the same time (off label use). Physician was able to insert the micro-insert in the right side, but could not achieve the left side placement due to tubal spasm. The patient stated that one month later, the left side insertion was done but her left fallopian tube was perforated. The consumer returned with severe pelvic pain, was hospitalized for 3 days and a laparoscopic removal of the essure from the left side and a tubal ligation on both sides were performed. Considering this event occurred associated to insertion procedure and given its nature, the perforation is assessed as related to essure use. Since surgical interventions were performed to remove left essure and a hospitalization occurred, the case is regarded as incident. Other non-serious events were reported. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process.